Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during a gastric peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, resistance was felt when the physician attempted to perform the final bite. The handle was actuated, but the needle driver did not respond. An attempt was made to remove the anchor exchange, but it was stuck. To retrieve the device from the patient, it was decided to cut the suture using endoscopic scissors. However, advancing the scissors through the secondary channel was difficult. When the device was eventually advanced, it exited through an unintended location. A secondary scope was introduced to help cut the suture and free the device. Upon removal, the device was found to be broken. The procedure was completed using another device from a different model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f23 is being used to capture the reportable event of unexpected medical intervention. Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code a150208 is being used to capture the reportable event of needle shaft stuck. Correction: block g1: MFR contact first name, last name, phone number and email address. Investigation summary the overstitch nxt was not returned for analysis. The customer provided pictures where it was observed that the endcap tape hooks were detached. It was also observed that one working channel was detached/separated and kinked. Additionally, another image may suggest a possible needle misalignment. For this reason, there is enough evidence to confirm the reported events of catheter kinked, catheter damaged/defective and device use of device issue user error. The reported events of needle shaft failure to align and needle shaft stuck were no able to confirm due to a lack of objective evidence to identify this condition. Based on the event description and information provided by the customer, the device was used in a manner inconsistent with a written instruction in the IFU, it states: advance the anchor exchange until the orange marker band is partially inside the channel port; this reference places the anchor safely within the endcap. All compiled information on this investigation determines that the most probable cause is cause not established.

Manufacturer narrative:
Block h6: imdrf code f23 is being used to capture the reportable event of unexpected medical intervention. Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code a150208 is being used to capture the reportable event of needle shaft stuck.

Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during a gastric peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, resistance was felt when the physician attempted to perform the final bite. The handle was actuated, but the needle driver did not respond. An attempt was made to remove the anchor exchange, but it was stuck. To retrieve the device from the patient, it was decided to cut the suture using endoscopic scissors. However, advancing the scissors through the secondary channel was difficult. When the device was eventually advanced, it exited through an unintended location. A secondary scope was introduced to help cut the suture and free the device. Upon removal, the device was found to be broken. The procedure was completed using another device from a different model. There were no patient complications reported as a result of this event.